Event description:
Medtronic received information indicating that during the case, the surgeon reported the dilator in this insertion set tore the patient's femoral vein which resulted in a large amount of blood loss. The surgeon speculates that the dilator in this kit has been changed. The device will not be returned; it was discarded by the customer.

Manufacturer narrative:
Follow-up report submitted due to additional information received on patient condition. Additionally, there have been no changes associated with this dilator component.

Manufacturer narrative:
The product was discarded by the customer and device identifying information was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Without the device identifying information the manufacture and expiration dates cannot be provided. Additional information has been requested regarding device information and patient condition. If additional information is provided a follow-up report will be submitted.

Event description:
Medtronic received information indicating that during the case, the surgeon reported the dilator in this insertion set tore the patient's femoral vein which resulted in a large amount of blood loss. The surgeon speculates that the dilator in this kit has been changed. The patient was transfused with ten units of blood product and the patient is recovering with no further adverse effects reported. The device will not be returned; it was discarded by the customer. Lot number: cannot confirm; was not documented by customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.